Manufacturer narrative:
Date sent to FDA: 07/20/2007. Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2007. The pt failed the leak test twice during the procedure. The surgeon then used a different type of sling to complete the procedure.